Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited low pacing and shock impedance measurements. There was also no sensing or capture on the lead. The device was evaluated and the lead was found to be non-functional. A latitude red alert indicated that there was an internal short. There was also noise which resulted in inappropriate shock. The patient was scheduled for a lead extraction procedure in the near future. No adverse patient effects were reported.

Event description:
Additional information indicated that this lead was explanted due to a fracture.

Manufacturer narrative:
Our records indicate that this lead remains implanted at this time. If additional information is received, this report will be updated.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.